Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced air bubbles and high blood glucose level. The customer¿s blood glucose was 356 mg/dl at the time of incident. Customer reported that the auto mode was automatically delivering insulin at the time of high blood glucose event. The device will be returned for analysis.